Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Troubleshooting was performed. Customer's blood glucose level was 114mg/dl at the time of the incident. The customer reported that troubleshooting was previously performed on the insulin pump when it alarmed power system error before. The customer was provided the same steps on how to clear the alert and to call back if the problem recurs. The insulin pump will not be returned for analysis.